Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the monopolar curved scissors (mcs) does not close anymore. The procedure was completed with no reported injury.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the 8mm monopolar curved scissors (mcs) instrument to perform failure analysis. The instrument was analyzed and it was found to have blade damage in the middle. One of the blade edges was indented. The cutting edge did not have corrosion that would have contributed to the blade damage or cutting failure. The probable root cause of nicks and gouges on the instrument blades is attributed to use-related damage when attempting to cut incompatible material (for example : hard objects such as bone or cartilage) or mishandling the instrument.